Event description:
It was reported that the pump time was incorrect, customer did not attribute incorrect time to a pump malfunction. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed their elevated bg with a correction bolus, changed supplies and the customer corrected the time.

Manufacturer narrative:
Use error. Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned